Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 150 mg/dl. The device was not exposed to high magnetic field. Customer was able to fill tubing manually. Customer did a complete set change and deliver insulin. Motor error alarm has occurred one in the last month. The device had alarmed motor position encoder error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.